Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 150 mg/dl. No bg meter reading was taken at this time. The patient was also sweating, and eventually passed out. The patient had a life alert device and, at some point, was able to press the button. Emergency medical services (ems) arrived, and the patient was transported to the emergency room. At the ER, the patient¿s bg meter reading was 39 mg/dl. The patient reported being treated with insulin (however, this would be contradictory for a bg meter reading of 39 mg/dl), as well as an unspecified ¿pill for his heart¿. The patient also underwent a CT (computed tomography) scan and a stress test. The CT scan revealed a fracture on the c7 vertebrae from when the patient lost consciousness and fell. The patient was discharged home after 4 days. The patient reported he was experiencing hyperglycemia and hypertension at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.